Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
It was reported that surgeon performed a revision on patient's right hip due to loosening. Original implant reported to have occurred over 20 years ago. Cup and liner were removed. Competitive product was implanted including a new "ctaper femoral head". Company representative was reported that the stem was stable.